Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 445 mg/dl. The customer was admitted to the hospital. Customer cause of emergency room visit was hyperglycemia. The customer was wearing the pump at time of emergency room visit. Customer declined to perform the high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.